Event description:
It was reported that the polymer jacket of an asahi gladius guide wire had peeled off during a percutaneous peripheral intervention to treat a heavily calcified 90-99% stenosis in the common femoral artery. After the guide wire crossed the lesion, a non-asahi lutonix drug coated balloon was delivered over the guide wire. The balloon had difficulty in crossing the lesion and the physician attempted to remove the balloon when resistance was met with the guide wire. The balloon and guide wire were removed as a unit. Peeling of the polymer jacket was found on the removed guide wire. A new guide wire was used to successfully complete the procedure. Recanalization was achieved by expanding a drug coated balloon. The physician commented that peeling of the polymer jacket might have occurred when inserting the balloon. The patient was fine after the procedure without adverse effect associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). The gladius guide wire was returned for evaluation. Peeling of the polymer jacket was confirmed at approximately 195mm from the tip. The torn polymer jacket was stretched and flipped over distally. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that wire surface had most likely interfered with the balloon catheter possibly due to the calcified lesion that made the balloon catheter temporarily deform or crush while crossing the lesion. It was conclude that this event was not attributed to product quality. Observed damage on the polymer jacket was too severe to completely rule out a possibility that some fragment(s) of the polymer jacket might have been left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [malfunction and adverse effects]: breakage of the guide wire.